Manufacturer narrative:
Additional information : the device was received for evaluation. During visual inspection, a hair line crack was observed on the y site component of the device. Functional under water pressure testing was performed which revealed a leak on the crack site. The reported condition was verified. The crack occurred during use and is attributed to a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a damaged tube (not further specified). This was observed during filling of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to the previously submitted: evaluation conclusion code: from 61 corrected to 4315. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.